Event description:
Vdr inspiratory waveform noted to be "dampened". Vdr red pressure line changed, filter changed and phasitron changed with no improvement. Device was exchanged for a different one and inspiratory waveform noted to be correct. Vent sent to respiratory office. Per respiratory manager, the vdrs pressure line hygroscopic filter appears to have not been changed. This would allow moisture to enter the vdr and dampen the waveform.